Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer mentioned she was off the device due to having low blood glucose which was caused by antibiotics for ear infections. Customer was not wearing the device at time of hospitalization. Customer did not recall how long she was off the device prior to the hospitalization. Customer will not be returning the device for analysis.